Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in the heavily calcified left popliteal artery, the agiltrac balloon ruptured during the first inflation at unspecified atmospheres. A second dilatation attempt was made using a non-abbott balloon; however, the balloon ruptured. The procedure was aborted. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with a bend in the proximal shaft which may be due to return shipping. Using a new indeflator filled with water, an attempt was made to pressurize the balloon when fluid leaked from a pinhole in the middle portion of the balloon located proximal to the distal marker band. Multiple scratches were observed on the balloon, around the pinhole. Factors that can contribute to balloon rupture and scratches include, but are not limited to, balloon damage during manufacturing, interactions with other products, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was heavily calcified, which could have contributed to mechanically damaging (scratches) the balloon materials such that upon inflation, it ruptured. The lot history record (lhr) was reviewed, and no non-conformities were identified. The lhr on-line destructive testing showed acceptable product rupture values per the product specification. A query of the complaint data base showed no previous incidents for this part and lot number combination. No discrepancies were reported as observed by the account during the preparation or inspection of the product prior to use. A pre-existing hole/rupture in the balloon would likely have been detected during an instructions for use directed preparation or inspection of the product. During production, all balloon catheters are visually inspected, leak tested, and pressurized to rated burst pressure. No manufacturing quality deficiencies were observed. The balloon damage and pin hole appear to be procedurally related to heavy calcification as a non-abbott balloon also ruptured during the procedure.